Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8.5f sheath hole prior to an electrophysiology (ep) procedure. The suture of one prostyle device was successfully pre-placed. The sheath remained 8.5f sheath and the ep procedure was completed. Reportedly post procedure, hemostasis was achieved with the successfully pre-placed prostyle suture. The patient developed an infection on the closure site. On july 5, a detailed investigation was requested from (B)(6) hospital by a dialysis clinic where the patient goes regularly; therefore, the patient was hospitalized. Lavage of the closure site was performed and a course of antibiotics was given to the patient. No additional information was provided.